Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary complaint is confirmed as on the received x-rays the broken screws are visible. The risk file was reviewed and it was found that this complaint condition is adequately addressed. Product was not returned and no lot number was provided, therefore no further evaluation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is an attorney. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that in 2013, the patient had an accident while getting off a bus and was diagnosed with pertrochanteric fracture of the left hip. She underwent a surgery and was implanted with a non-synthes screw. The material was supposedly defective and was replaced with a synthes dynamic hip system (dhs), on (B)(6) 2014. On (B)(6) 2015, the patient was diagnosed with failure of osteosynthesis material, and the patient claimed that the dhs screw in the left hip broke. The patient underwent a removal of plate and screws, stem, neck and head with trochanteric plate on (B)(6) 2015. On (B)(6) 2016, the patient was allegedly informed that it was not possible to improve and would have chronic pain. The provided x-rays were reviewed, and it was noted four (4) broken screws, a broken plate and dhs plate migrations were observed. This report is for a 4.5mm cortex screw self-tapping 38mm. This is report 5 of 6 for (B)(4).